Manufacturer narrative:
Gehc service personnel found debris in filmer mechanism. Removed debris, cleaned, lubricated and calibrated filmer. Complaint filed. Tested filmer operation and found to be performing as intended.

Event description:
Customer reported film motor cross error. Patient involved, did not affect completion of procedure reported on 6/11/07 and called in on same date.